Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. As received, the electrode belt was unable to communicate with a monitor. Upon investigation, components l702, esd700, l701, l728, and u727 (esd protection diode array) on the distribution node pca were thermally damaged. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to power on) was confirmed. As received, the monitor was unable to power up. Upon evaluation, the insulated-gate bipolar transistors (igbts) were shorted and j1003aa and j1002aa were contaminated on the defibrillator pca. The cause of the short was high voltage deviated to low voltage circuitry during pulse testing. The root cause of the voltage deviation cannot be positively identified. The cause for the contamination on the igbts was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids no adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and monitor and reported that the monitor was unable to power up. During investigation of an unrelated problem, the electrode belt failed incoming testing.